Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus did not align with the arrow on the screen. The overlay/bezel assembly was replaced and calibrated to the stylus. The programmer's hard drive was reconfigured and loaded with updated software and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus was not working properly. It was neeeded to touch the display screen about an inch to the left of an icon. A calibration was attempted twice without success. A new stylus pen was also unsuccessful. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.